Manufacturer narrative:
(B)(4). Age at time of event: over (B)(4). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the superficial femoral artery. A 6x120x120 epic¿ vascular stent was advanced to the lesion. Deployment was attempted however it was noted that the stent would not fully deploy as part of the stent was still inside a 6fr non bsc sheath. The device was completely removed from the patient with the stent unconstrained. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.